Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Investigation results found no damages or deficiencies that would cause irritation at the infusion site. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 320 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. There was some skin irritation at the site.